Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken retention dome was confirmed, but the cause of the damage is unknown. One 20 fr ponsky replacement device was returned for investigation. A separation of the dome material from the peg tube was observed. Pieces of the dome material remained attached to the tube 90-degrees from the obturator pocket, but sections of the gastrostomy tube are visible where the dome had been attached. It is possible that excessive force was applied during insertion and/or removal of this device and that the dome material was stretched beyond its elastic limits. The complainant indicates the device was used for 127 days and the retention dome broke at the time of removal. Residue was observed in the gastrostomy tube and the dual port feeding adaptor. Yellowing of the tube and dome were observed during the inspection of the returned sample. The product IFU provides the following warnings to prevent damage to the tube during removal. Warning: do not attempt to use traction as a removal method if gastrostomy tube is not free-floating within the fibrous tract. Warning: do not grasp the catheter with any instrument that might damage the catheter. Warning: during the traction removal procedure, pull the catheter parallel to the stoma tract. Do not pull catheter laterally at an acute angle to the stoma tract. Doing so will apply a force greater than intended for the design and may result in damage to or separation of the dome.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj0967 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 127 days after placement of the device, the external dome was disconnected from the tube during removal of the device. The dome disconnection was found and removed from the body. No reported patient injury reported.